Manufacturer narrative:
This event is a duplicate of the event reported under MDR number 1713747-2016-00277. Any additional information and/or manufacturer investigation will be conducted therein. Therefore, this complaint is no longer considered MDR-reportable. This event will be processed, and then closed as a duplicate complaint.

Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities

Event description:
A user facility clinic manager (cm) reported that a patient had an allergic reaction to the optiflux 180nre dialyzer. The patient experienced itching prior to the initiation of the hemodialysis (hd) treatment, with increasing severity throughout the therapy. The onset time of the itching from the initiation of treatment is not known. The patient was administered intravenous (IV) benadryl without relief. No other symptoms were experienced by the patient, and the patient has not been hospitalized for the itching. The event date is not known, however, it was reported as having occurred in middle (B)(6) 2016. Follow-up information revealed that the itching may be related to the patient¿s high phosphorus levels. Laboratory values are not available for this event date, however, most recent phosphorus values were reported as 6.2 (high) for (B)(6) 2016 and 5.9 (high) for (B)(6) 2016. Furthermore, the cm stated that the patient was recently hospitalized with pneumonia, and the patient¿s itchiness appeared minimal during this period of time. However, the manufacturer of the dialyzer in-use during the patient¿s hospitalization is not known. Additionally, the physician updated the patient¿s treatment orders to include the use of another manufacturer¿s dialyzer. Follow-up information was received which revealed that the patient still experienced itching after switching dialyzer manufacturer¿s. However, the itch was reported as being milder following the change. The patient continues to receive hd treatments using another manufacturer¿s dialyzer. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.